Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender wire supplied in the kit would not fit through the needle provided. The wire was very sharp and angled/stiff in the kit and in the patient. Additional information was received february 7,2019: the patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in the. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date, to update the and to provide the completed investigation results. One 6fr glidesheath slender was returned along with guidewire and dilator for product evaluation. The needle was not returned for investigation. Visual inspection revealed no anomalies noted with the guidewire. The guidewire was placed under microscopy and each end was examined. The floppy end was verified to be normal. The stiff end was measured to be 0.020" and floppy end measured to be 0.0205" which are within the manufacture specification. No anomalies were noted with the sheath. The tip of the dilator was observed to be damaged. A new needle was obtained and used for functional testing. Functional testing was conducted. The returned guidewire was inserted into the needle and it passed through its length without any difficulties. No anomalies were noted during insertion or withdrawal. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was the normal product. However, the exact cause of the reported event cannot be definitely determined based on the available information.